Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of a fusiform 5.2 cm in diameter abdominal aortic aneurysm. Infrarenal angle of 12 degrees. Aortic neck was 24-27 mm in diameter and 44 mm long. Distal aorta was 26 mm in diameter. Right iliac was 16mm in diameter and left iliac was 14mm in diameter. Iliacs had mild tortuosity with less than 5% stenosis. Right femoral was 12 mm in diameter and left femoral was 11 mm in diameter. It was reported that two months post index procedure that there was evidence of stent graft kinking (small) on x-ray by the right iliac branch with a type ii endoleak. No intervention was performed. Currently, the type ii endoleak is still observed, along with aneurysm growth (5.4 cm). No intervention was performed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (kink) patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).

Event description:
Additional information was received as follows: it was reported that there was a type ia endoleak. Conversion to open repair was performed and the endoleak resolved. The aneurysm diameter at this time was 62 mm and previously it was 54 mm. The investigator assessed the type ia endoleak as related to device and not related to procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that approximately 11 months post implant a CT with contrast showed aneurysm growth (54 mm in max diameter) probably due to type ii endoleak. The location of the endoleak is undetermined and this was left uncorrected. There was also evidence of stent graft kinking noted (small kink right iliac branch which was present at the previous film read with no new clinical event. Recent imaging from three months ago showed there was evidence of stent graft kinking on the right side which was present at the previous film read and did not result in a new clinical event. No intervention was reported and device / procedure relationship was not assessed.